Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v881399, implanted: (B)(6)2012, explanted: (B)(6) 2021,product type :lead, ubd: 21-nov-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their prior ins was removed because it wasn't working (patient services did not ask event date for "wasn't working" because of the confusing nature of the call) and when they took it out they could not take it completely out because one part of it is imbedded on their sciatic nerve so they can't take it out and now paralysis is setting in. The pt said they are being told they are going to end up in a wheelchair. The patient was redirected to their healthcare provider to further address the issue. The patient said it was last year in (B)(6) 2020, they could not take out the part that was embedded in their sciatic and the paralysis due to the sciatic started 6 months from (B)(6) so (B)(6) 2021.